Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the distal end of the tl90 staple line failed to close. There was no consequence to the pt.